Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada; the customer's report was observed and attributed to a short wire between the two pads which was found to be disconnected. The pads were scrapped at zoll canada. Analysis for reports of this type has not identified an increase in trend.